Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm. It was reported that the patient presented emergently approximately 2 years post index procedure with type 1b endoleak. A reintervention procedure was completed where an additional valiant stent graft was implanted to extend the distal seal zone to just proximal of the celiac artery. The endoleak was confirmed as resolved. As per the physician, the cause of the event was due to disease progression of distal thoracic aorta. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.